Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 it was reported that the patient experienced a skin reaction which occurred ten days after the sensor had been inserted in the arm. The patient developed discomfort, itching sensation, redness, and pimples under the sensor patch. On (B)(6) 2025, the patient visited an urgent care clinic because the itchiness under the sensor patch adhesive persisted, and the reaction area expanded in size. The doctor assessed the area, noted signs of infection, and prescribed an oral and a topical antibiotic treatment (doxycycline 100 mg, administered twice daily for five days; and mupirocin ointment, to be applied two to three times each day for seven days) to address the symptoms. No lab tests was conducted. At the time of the report, the patient mentioned the site had already improved. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).